Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red irritation. The patient's physician prescribed nyamyc powder and triamcinolone cream. Follow up indicated that the irritation was getting worse. The final medical outcome is unknown.